Manufacturer narrative:
Block h6: imdrf device code a0414 captures the reportable event of stent torn, inside the patient. Imdrf device code a040601 captures the reportable event of stent buckled, inside the patient. Update to block g1: manufacturer contact person. Block h10: the returned polaris ultra ureteral stent was analyzed, and a media and visual evaluation noted that the suture hole and tip was torn, also the bladder coil was kinked. Additionally, the positioner was not returned. The suture was returned uncut. Based on the functional inspection, a mandrel 0.039 was loaded into the device and no resistance was felt. No other problems with the device were noted. Taking all available information into consideration, most likely, the device meets all manufacturing specifications required and passed all the controls and inspections, no abnormalities were reported during the assembly process. It is possible to conclude that this problem could be caused by operational factors, interaction of the device between the positioner and the guide wire while the device was pushing up, such as excess of force applied over the device during the procedure and could have contributed to the problem, leading to device being kinked and torn. Consequently, affect the performance of the device. For the reported problem of stent buckled material and difficult to advance, they are not confirmed since it was not detected during the analysis. For this reason, the as analyze code will be no problem detected. Therefore, the most probable root cause is adverse event related to the procedure.

Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was used during a ureteroscopy procedure in the right ureter performed on (B)(6) 2023. During the procedure, the stent was pushed up as using positioner, the pigtail was buckled, and they failed to insert it. The procedure was successfully completed with another polaris ultra ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. A photo of the complaint device was provided and showed that the stent was buckled and torn.

Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was used during a ureteroscopy procedure in the right ureter performed on (B)(6) 2023. During the procedure, the stent was pushed up as using positioner, the pigtail was buckled, and they failed to insert it. The procedure was successfully completed with another polaris ultra ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. A photo of the complaint device was provided and showed that the stent was buckled and torn.

Manufacturer narrative:
Block h6: imdrf device code a0414 captures the reportable event of stent torn, inside the patient. Imdrf device code a040601 captures the reportable event of stent buckled, inside the patient.